Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv), concurrently with engineering, led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends, and an evaluation of the returned device. The obturator was received. The insufflation syringe was not received. The valve seal was intact. The locking collar was intact. The balloon appeared intact. Functionally, the balloon was inflated and leaked. This is due to an incorrect operation. Functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported condition due to the balloon leak, and the reported condition was confirmed. The file was concluded to be an assembly error. This condition has been brought to the attention of the appropriate manufacturing personnel to ensure the verification of correct product assembly and inspection. A manufacturing enhancement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
The reporter alleged that the device broke, and the device had an air leak while using it on a patient. There was no reported patient injury or adverse event.